Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the 4 way valve was not shifting. Additional malfunctions were the hose clamp was defective, the tie wraps were defective and the heat exchanger had worn a hole through it.